Manufacturer narrative:
Results: the neuron 070 was kinked underneath the strain relief, approximately 3.5 cm from the hub. The neuron 070 was ovalized from the distal tip to approximately 3.2 cm from the distal tip. Conclusion: the complaint has been evaluated. The initial complaint indicated that after removing the neuron 070 from the packaging, it was noticed to be ovalized near the distal tip. Evaluation of the returned device confirmed ovalization of the neuron 070 distal tip. In addition, evaluation revealed a kink underneath the strain relief near the hub of the catheter. These types of damage typically occur due to improper handling during removal from packaging. If the device was removed from packaging with force at an angle, it is likely that these types of damage would occur. These devices are 100% visually inspected during in-process evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070 (neuron 070). Upon removal from the packaging, the tip of the neuron 070 was found ovalized and was not used. The procedure successfully continued using a new neuron 070.